Event description:
It was reported that inappropriate shock therapy was delivered due to electromagnetic interference (emi) oversensing on the patient's implantable cardioverter defibrillator (ICD). The source of the emi is suspected to be due to red light therapy provided to the patient that is unrelated to the device. An x-ray was performed, and migration of the ICD was noted. Programming changes were performed, and no other intervention was reported. The patient condition was stable and will further be monitored.